Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received for evaluation. However, the alleged issue is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with (B)(4) bluetooth device/download and passed. A review of the bin file was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.